Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, e1, e2, e3, g2, g3, g6, h2, h3, h4, h6, h10. -functional testing found the device would not power on when connected to the original battery pack or the lab battery pack. Visual inspection of the battery pack found electrolyte had leaked from the batteries onto the inside of the pack. Inspection of the interior of the handpiece found the trigger electrodes were not making contact with the motor electrode in high or low mode. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported the product does not work during use. The event timing was during surgery. Upon product inspection one of the battery were leaking. There was no harm. The delay was less than 15 minutes to prepare for an alternative device. No adverse events were reported as a result of this malfunction.